Event description:
Patient revised for malalignment and loosening of femur, patella, and tibial tray at cement/implant. Unknown manufacture of cement.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. A search of the complaint database did not show any other related reports against the product lot code. The investigation could not draw any conclusions about the reported event; however, the initial reporting stated poor device positioning was a contributing factor. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.